Event description:
It was reported that during implant of the lead, the anchoring sleeve on the lead slipped in the cephalic vein into the subclavian vein. When the physician began to suture the lead to the pectoral muscle, was when it was discovered that the sleeve was missing. An x-ray indicated that the sleeve was located in the subclavian vein. The lead remains in use as it was determined by the physician to be too big of a risk to withdraw the lead as the sleeve could end up loose in the body. The patient was placed on anti-coagulant drugs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).